Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the surgeon was inserting the locking screw to the al2 plate when the driver tip broke. The surgeon was unable to remove the broken piece and therefore it was left in the patient's body. The surgery was completed with a replacement device of the same model with no delay. No other patient consequences were reported. This report is related to report number 3025141-2024-00729 for the driver involved in this event.